Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test and +p insulation resistance test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation, the belt failed the hi-pot and +p insulation resistance test. The root cause of the failed high pot test and insulation resistance test was unable to be positively determined, but was likely caused by a broken therapy electrode pulse wire. No adverse event resulted from the defective electrode belt. The last pt to use this device did not report any deficiencies.